Event description:
**Update** (B)(4) 2013- plaintiff¿s preliminary disclosure form was received, which identified dor information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Complaint was updated on (B)(4) 2013.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation papers allege pain, discomfort, shedding of metal debris into the bloodstream, tissue damage, decreased mobility, and loss of muscle mass and deterioration of the soft tissue of the hip due to cobalt metal ions.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Update: (B)(6) 2013- plaintiff¿s preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.